Event description:
On (B) (6) 2006, a apogee with intepro was implanted in subject (B) (4). Information received on 12/09/09, indicates pain, lower right side - (found during monitoring). No further information was provided and it is undetermined if this is related to the device and/or procedure. It is also not indicated when the pain began and if it was resolved. No medical or surgical intervention indicated.